Event description:
The complainant has reported that a female pt (age unk) underwent a therapeutic ercp in 2006. It was reported that during the procedure, "the cut wire broke". The pt was admitted for an overnight hosp stay (on the day of event) and the following morning complained of abdominal pain. The physician performed another ercp (the next day) and placed a "stent to prevent cholangitis due to increased bilirubin level". The reporter indicated there was a potential for a burn to the ampulla rather than a cut, causing the pain. The pt was reported to be in satisfactory condition while in the hosp. No product is available for eval.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met spec. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.